Event description:
It was reported that the punch basket duckbill broke. The broken piece fell into the knee but was recovered by the surgeon. No patient injury or complications were reported.

Manufacturer narrative:
One 012014 duckbill 1.5mm upbiter basket punch returned. The device is a five year old used device. The top jaw has been broken off. Per the IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ also the IFU instructs ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ there are dings, scratches and some damages to the top biter surface. There is also an alignment issue with the actuator consistent with excess tissue grab or twisting. The device is intended to make a light snip at the distal end of the tip. No further investigation is warranted at this time.